Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a low, out of range pace impedance measurement which was detected via the patient's remote home monitoring system. The local boston scientific field representative was in contact with the patient's clinic but was unaware of any additional information. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.